Event description:
It was reported that the pump delivered too much insulin during a bolus. Reportedly, the customer inserted a new sensor before the last sensor session had ended. Resulting in an automatic correction bolus during the sensor's warm-up period. It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.